Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion at l4-l5 due to stenosis at l4-l5 and spondylolisthesis at l4. Intra-op, after rod insertion from the caudal side, when the rod inserter was tried to be removed, it did not release the rod. Although the latch was raised to the most extent on one side, the rod was stuck in the inserter. When the surgeon tapped the inserter using a hammer at the caudal side, the inserter released the rod. There was a delay of less than 60 minutes in overall procedure due to this event; but no patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.